Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received insulin squirts during priming as well as no delivery alarm and motor error alarm. The customer¿s blood glucose level was unknown. Customer stated that the discoloration on screen and rejecting new batteries. Customer also stated that the alarm sound was diminished and back light was lost brightness. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.